Event description:
Baxter (B) (4) reported that a patient had a problem on clamp function on a transfer set. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Evaluation summary: results indicate confirmation of the reported event of difficulty using a twist clamp. Broken occluder feet were found during evaluation. The root cause was undetermined. Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.